Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope has bad reflections when viewed up close. The issue was found during preparation for use. The diagnostic enteroscopy procedure was completed with a similar device, without delay. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.